Event description:
It was reported that during implant of the left ventricular (lv) lead the lobes would not extend properly. The lead was not used and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: the overlay tubing of the lead was observed to have blood ingression; full lead returned and analyzed.